Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient's ins is in overdischarge. The patient reported she stopped using her stimulation after falling and stimulation was uncomfortable. She did not try to turn stimulation down. Did not call rep. The patient's battery is now in overdischarge as a result. All impedances were within normal limits. The battery was able to be recovered using the antenna locate feature. The 0x8 code was cleared. The patient was reprogrammed after their ins was "jump started" and the issue was resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the uncomfortable stimulation was suspected to be due to a lead shift. The overall amplitude requirement was lower throughout the leads. Reprogramming was successfully performed and all existing groups were set to 0 volts. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(6) implanted: (B)(6)2016 explanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on june 30, 2020. It was reported that the patient's system was explanted, but the rep did not specify the reason why it was explanted. Follow up for clarification will be sent to the rep. No further complications were reported or anticipated. Additional information received from the rep indicated that the system was explanted due to the patient¿s chronic falls. They added that reprogramming was not an option, and the physician would not replace the leads because of the falls. The rep stated that there were high impedances due to the falls, and as a result, the patient was no longer receiving benefit. The explanted device was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. 'Device received by MFR' for last supplemental 'device received by MFR' should have been marked as 2019-12-09 not 2018-12-09. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via amanufacturer representative (rep) reporting that the last time the patient met with a rep their stimulation was working great and they stated that they had fallen, but they couldn¿t remember when. They stated that since the fall they felt stimulation was cutting in and out. The clinical specialist interrogated the battery to see if cycling was turned on and it was confirmed it was not. An impedance check was done and it was noticed that three contacts on the 0-7 lead (0, 4, and 7) were greater than 10 ,000 ohms. Contact 7 was being used so the specialist moved programming up by one contact to avoid using contact 7. All other settings were left the same as the patient stated they were still getting coverage in the left leg where they needed it. The patient stated that they felt like it did after their last adjustment. The patient denied any other complaints at this time. It was reported that the fall may have contributed to the issue. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.